Manufacturer narrative:
The treatment tip was returned for evaluation. The evaluation results indicated that the tip failed leak test, and visual testing due to the observation of dielectric breakdown. No functional testing was performed due to the existence of dielectric breakdown. A review of the device history records is in progress. Additional information has been requested, but not yet received.

Event description:
A clinic reported to a distributor that during a thermage treatment a patient experienced two burns on their left cheek. The burns were noticed after the treatment and were described as crater-like macle burns. The burns were treated with gentamicin sulfate. Photographs were provided and reviewed. It is undetermined whether there will be any permanent scarring. The highest treatment level used was 3.0. No errors occurred during the procedure, however, the practitioner smelled burning on two occasions. The first time the burnt smell was detected, the practitioner could see the black burnt area on the tip. The second time the burnt smell occurred, the practitioner failed to stop the treatment immediately. The treatment tip was used for 303 treatments and it was inspected before and during the treatment. Proper amount of cryogen fluid was used.

Manufacturer narrative:
A review of the manufacturing records showed that all requirements were met. Service confirmed the damage on the tip membrane along the radio frequency trace. The investigation found that the damage on the tip membrane is caused by stress concentrations on the flex assembly at the adhesive edge, causing arcing and subsequent burn-through of the flex circuit membrane. Based on all available information, the damage of this tip most likely caused the event.